Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer reset the pump prior to contacting technical support and agreed to use multiple daily injections as a backup therapy. Technical support arranged for a replacement pump with updated software to be sent and provided instructions for returning the malfunctioning pump to tandem.